Manufacturer narrative:
Explant date: (B)(6) 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 2000017250.

Event description:
It was reported that the patient was experiencing increased heart rate and was feeling unwell due to stimulation the patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post post-operatively. The explanted ipg and lead were not returned.